Event description:
Procedure: cholecystectomy. Reportedly, the patient was burned on the face when the surgeon was pushing the footpedal to activate the electrosurgical instrument. The surgeon heard a sound that he thought was the pencil in his hand, when it was actually a pencil that had been placed near the patient's face that was active. The patient was burned on the face, extent of injury is unknown at this time.